Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for anti-arrhythmic medication loading and experienced pacemaker mediated ventricular tachycardia (pmvt) and torsade¿s degenerating to ventricular fibrillation requiring cardiopulmonary resuscitation (CPR). The patient was given an upgrade to an implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.